Manufacturer narrative:
Calibration and qc data did not show any indication of an issue. A review of reagent release data did not show any evident quality issues. The performance is within specifications and comparable to previous reagent lots. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 801 analyzer serial number is (B)(6).

Event description:
The initial reporter stated they received questionable sample results for two patients tested with elecsys troponin t hs on a cobas e 801 module. A sample collected from the first patient initially resulted in a troponin t value of 147 ng/l. Two hours later, another sample collected from the patient resulted in troponin t values of less than 3 ng/l and 3 ng/l. The initial sample collected from the patient was then repeated, resulting in a troponin t value of less than 3 ng/l. An additional value of 5 ng/l was provided for this patient, but it is not known if this was provided in error or if it is an additional repeat of the complained sample. A clarification was requested. A sample collected from the second patient initially resulted in a troponin t value of 37 ng/l. Two and a half hours later, a sample from the patient resulted in a value of 5 ng/l.